Event description:
Facility's risk manager relays that on 5/2/93 nursing staff inserted a feeding tube in a neurologically impaired, nonconversant, uncooperative patient who also had a permanent tracheostomy in place. The patient was reported to have an intact gag reflex and a chronic cough. The procedure was done in the patient's ward room with no pulse oximetry nor cardiac monitoring, and fluorscopy was not used. The patient reported toleerated the procedure well. X-ray confirmation of tube placement revealed the tube to be in the left pleueral space with the presence of a left pneumothorax. The feeding tube was removed and a chest tube was inserted. The patient expired on 5/21/93. The user facility examined the feeding tube and found no visual defects. The facility is considering release of tube to the manufacturer for evaluaiondevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.